Event description:
An end user reported on (B)(6) 2013, he did not have any stool expelling from his stoma. The end user stated he also vomited three times. On (B)(6) 2013, the end user was admitted into the hospital for an obstruction.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The end user was admitted into the hospital on (B)(6) 2013 and was discharged on (B)(6) 2013. The end user stated during his hospital stay he was (npo) nothing by mouth until (B)(6) 2013 when stool started to move through his ostomy. The end user was discharged from the hospital using a competitor's (B)(4) convex cut-to-fit wafer with 70mm flange size. The end user also stated his health care professional told him to ensure the wafer and (B)(6) seal opening was not to tight on his stoma. The end user went on the state his current stoma color is pink. The end user also confirmed that the lot number was not available. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.